Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge intermittently dislodged from the pump during the load sequence. There was no adverse impact to customer's blood glucose level. Reportedly, the customer was able to successfully complete the load sequence.